Event description:
It was reported that noise oversensing was noted on the right atrial (ra) and right ventricular (rv) leads. The physician elected to explant and replace both leads. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.